Manufacturer narrative:
(B)(4). A labeling review was performed, finding no use/user error. Evaluation summary: the condition of a colleague infusion pump with a failure code 810:10 was confirmed by baxter personnel in the pump's event history. The root cause was assigned to defective pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Upon servicing of the device at (B)(4) technical services, a baxter technician discovered a colleague infusion pump with the condition of failure code 810:10, which interrupted delivery during the run test. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.the user interface module software version of this pump is colleague p1.5(6.13.92).